Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, while stapling the gastric tissue, the ring handle could not be squeezed once the green button was pressed in preparation to fire. A new load was opened and fired with the same handle to complete the procedure. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.